Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that while using an unspecified bd pen needle it was difficult to operative and not functioning correctly. The patient had blood and bruising at injection site. The following information was provided by the initial reporter: the patient felt a dragging sensation as the needle was inserted into the skin and pulled out. Also, hard to push button to complete injection, leaving some blood at the injection site and a bruise on his thigh.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, however, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using an unspecified bd pen needle it was difficult to operative and not functioning correctly. The patient had blood and bruising at injection site. The following information was provided by the initial reporter: the patient felt a dragging sensation as the needle was inserted into the skin and pulled out. Also, hard to push button to complete injection, leaving some blood at the injection site and a bruise on his thigh.